Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Eight single bit ecc (error correction code) errors between (B)(6) 2015 and (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had 5 magnetic resonance imaging (MRI) tests and it was noted the patient fields have been blanked. It was noted the implantable pulse generator (ipg) experienced a bit flip and the data fields were seen as "???". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.